Event description:
It was observed that IV needles were bent in the package at almost a 90 degree angle. Upon investigation it was determined that the bent needles appeared to be from the same lot number. These bent needles were never used on any patients. These bent needles were observed between 12/5/2016 - 12/9/2016. Manufacturer response for bd insyte autoguard bc, (brand not provided) (per site reporter): bd has determined it to be a assembly line defect. During the automated assembly process the needle sheath combination was being inserted into a hard plastic cap. This cap became misaligned with the needle being inserted resulting in a bent needle inside the hard plastic cap. This misalignment appeared to be a sporadic event and some defective product got through quality control check and into the market.

Event description:
It was observed that IV needles were bent in the package at almost a 90 degree angle. Upon investigation it was determined that the bent needles appeared to be from the same lot number. These bent needles were never used on any patients. These bent needles were observed between (B)(6) 2016. Bd has determined it to be a assembly line defect. Manufacturer response for bd insyte autoguard bc, (brand not provided) (per site reporter): bd has determined it to be a assembly line defect. During the automated assembly process the needle sheath combination was being inserted into a hard plastic cap. This cap became misaligned with the needle being inserted resulting in a bent needle inside the hard plastic cap. This misalignment appeared to be a sporadic event and some defective product got through quality control check and into the market.